Event description:
Surgeon states that pt complained of pain around quadriceps tendon of distal femur.

Manufacturer narrative:
(B) (4): eval summary: the returned component has bony ingrowth in the fiber metal pad preventing dimensional analysis. Overall width meets part specification. The device was implanted for approx 1 year and 2 months. The femoral component was porous (fiber metal), and there was bony ingrowth in the fiber metal on the anterior flange and anterior chamfers, as well as small amounts of ingrowth on the distal surfaces and posterior condyles.